Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving morphine with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported there was a pump infection. There was no known factors that may have caused, contributed, or led to the event. It was unknown what diagnostics/troubleshooting was performed. It was noted that the patient went to a local hospital on friday evening ((B)(6) 2018). It was noted they realized the pump was infected so they transferred the patient to hcp's care last night ((B)(6) 2018). It was noted surgical intervention occurred where the pump and catheter were explanted completely on (B)(6) 2018. It was noted that the device were discarded. The rep was not at the explant procedure and was just informed of this on (B)(6) 2018. It was noted that the issue was resolved at time of report and the patient's status at time of report was alive-no injury. The patient's weight was asked, but unknown. The patient's medical history was asked, but unknown. The event date was (B)(6) 2018. No further complications were reported.